Event description:
Manufacturing ref: 2184149-2024-00049. During an atrial fibrillation procedure, there was a communication issue with the field frame and field frame cable resulting in no magnetics being displayed. The whole system was restarted five times to resolve the issue. The procedure was completed without adverse consequences for the patient. It is alleged that the issue was due to the field frame and field frame cable.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.